Manufacturer narrative:
Event date is approximate. Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that their sonicare toothbrush exploded. No injuries or property damage was reported.